Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported this fourth device malfunction in 2014. The ins or leads malfunctioned. The patient did not have the exact reason and stated the leads came out.

Event description:
It was reported that the patient had his implantable neurostimulator (ins) replaced on (B)(6) 2014 because it was ¿not working at all ,¿ and received a new rechargeable ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturing report (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 239260001, implanted: (B)(6) 2010, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 37752, serial # (B)(4), implanted: explanted: product type recharger product ID 37754 lot# serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).